Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was not returned. There is no indication of any device malfunction. Method: biocompatibility testing to (B)(4) was successfully completed on skin-contacting surface of thelifevest device as well as the blue defibrillation gel.

Event description:
A zoll distributor reported that a (B)(6) female pt called in on (B)(6) 2015 because she has a rash. The pt said she is breaking out with bumps and is scratching like a dog. The pt said it's all over her back, also under the front therapy electrode pad, and itchy around the electrodes as well. The pt said the skin is broken and she has let her doctor know about this. The pt said the garments are fitting her fine, and preferred to finish the call. During a follow up on (B)(6) 2015, the pt said her skin is still broken out, and handed phone to nurse. The nurse said that the pt has removed the lifevest and will not put it back on because her irritation around the therapy electrode pads has not improved and is still broken out, and confirmed the irritation is not where the round sensors are. The nurse said pt has made an appointment to see the dermatologist and may put the lifevest back on tomorrow. The nurse said she has tried to get pt to wear the lifevest, but she takes it off as soon as she leaves. During a follow up on (B)(6) 2015, the nurse said she wasn't aware pt had the lifevest. The nurse then said the pt has not worn the lifevest in about 2 weeks and said would not be putting the lifevest back on because of the rash. The clinical outcome of the rash is unk. There is no indication of any device malfunction.